Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a parameter error message was observed on the device. Different programmers were used with the same results. When attempted to download firmware, it was unsuccessful. The device was explanted and replaced. The patient¿s condition was stable.